Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation in all vectors for the left ventricular lead. The lead was capped and replaced on (B)(6) 2016 successfully. The patient was stable after the procedure.